Event description:
Customer states he is having problems with the tenderlink. He states there is some leakage of insulin. He often finds the plaster wet. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.